Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) unable to calibrate fiber optic alarm. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) unable to calibrate fiber optic alarm and there no blood pressure numbers. There was no harm or injury reported.

Manufacturer narrative:
Additional phone number event site: (B)(6) updated fields: b4, b5, g2, g6, h2, h6(medical device code, investigation type, investigation findings, investigation conclusion, component code), h11. Nurse in the ICU, called into emergency support program line to request support with a request assistance with no blood pressure numbers and an unable to calibrate fiber optic alarm on her pump. She stated the doctor had just placed the balloon axillary, and they had tried to press and hold the calibrate pressure key without success. Esp gave the axillary disclaimer. I had ashlee switch over to the transducer to see if she could get numbers. The transducer was able to zero and provide blood pressure numbers and an arterial waveform. Ashlee asked why the fiber optic would not calibrate. Esp explained that if this were a femoral placed balloon, esp would tell her to check positioning. Esp did also explain there could be a restriction due to patient anatomy.